Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented in 2008 with a recurrent hernia approx five months following a bilateral inguinal hernia repair. This was evidenced by a bulge in the left groin area that had appeared five weeks earlier. The pt is scheduled to be returned to surgery on approx six weeks later.